Event description:
In the process of contacting the patient to notify them that their device may be nearing end of service, it was discovered that the patient's device had been explanted several years ago due to a lead break. It was reported that the patient did not experience efficacy with the vns therapy and was subsequently not reimplanted. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Review of device programming history from date of implant through approximately 2 years and 8 months did not reveal any evidence to support a device malfunction during that time. Investigation to date has been unable to determine the cause of the reported lead failure.